Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a loss of connection. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a pairing failure was not found within the investigation window, however a loss of connection was present in the logs. The allegation was not confirmed. The probable cause for the pairing failure could not be determined. No injury or medical intervention was reported.